Event description:
The patient used the suspect device to check their blood glucose and pt obtained a result of 45 mg/dl. Pt got scared and upset so they ate dinner. After dinner pt felt funny and thought pt may have a seizure. Pt then went into a diabetic coma. Family member called the ambulance. Emergency medical technican arrived and checked pt's blood glucose at 7 mg/dl on their equipment. Pt was then transported to the hospital, given an IV and admitted. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.